Event description:
Hcp reported the pt died in 2004 at home. Hcp reviewed the programming strip from the last refill in 12/2003 and everything was done correctly; no changes were done on the dose or concentration. The coroner could not find an acute cause of death. Preliminarily she is stating the cause of death is due to the pt's seizure disorder. There was no baclofen found in the toxicology report. More lab work will be done.